Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual analysis revealed that the gripping teeth of the attune patella resection guide had deep scratches, and deformation. Additionally, the plastic coating on the handle exhibits peeling across its entire surface. Damage observed in the gripping teeth area, are consistent with a saw blade or other tools with hard edges coming in contact with it. However taking in consideration the overall aspect of the device, the potential cause can be attributed to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune patella resection guide would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history 1) quantity manufactured: (B)(4); 2) date of manufacture: 9/12/2013; 3) any anomalies or deviations identified in DHR: none; 4) expiry date: n/a; 5) IFU reference: IFU ns surg instr rev b. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported multiple patella resection instrument's metal coating was damaged. No patient consequences.